Event description:
The customer reported that the needle broke during a bone marrow procedure, while in situ.  It was not a particularly difficult marrow and the needle parted company from the handle very easily. The procedure was completed using a different jamshidi needle from the same box. (B)(6) did experience some difficulty removing the broken needle but eventually was able to successfully remove it using forceps.  There was no harm to either the patient or user.  On (B)(6) 2013, the international contact ((B)(6)) indicated that per the user, there was nothing noted of the needle prior to patient use that would indicate a defect and the physician did not experience any difficulty when inserting the needle into the patient. The intended biopsy was completed with another needle and the patient is doing ok. On (B)(6) 2013, the international contact also indicated that the needle broke just after insertion so no biopsy was obtained with this particular needle.

Manufacturer narrative:
(B)(4). The sample is available for evaluation but has not been received as of yet. Upon completion of the investigation, a follow-up medwatch report will be submitted.